Event description:
It was reported that the patient passed away due to end stage renal disease (esrd). Additional information was not provided.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported end stage renal disease (esrd) and patient outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including renal dysfunction and death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient did not have end stage renal disease (esrd) prior to left ventricular assist device (lvad) placement. It was noted that the lvad did not worsen the esrd. The death was not considered device or therapy related. The device did operate as expected.